Event description:
I received two reports of malfunctioning of natus® eds 3® external drainage system; specifically, air in the drainage line, in [date redacted]. When we conducted a search of incident reports from the last few months, we found a 3rd incident of air in the drainage line. The third incident will be in a separate medsun report. My understanding from the intensive care unit (ICU) nurses, is that their previous drainage tubing (from a different manufacturer) had a reflex valve in it through which no air could pass, because it can be deadly for air to back up in the system and go to the patient's ventricle in the brain. Additionally, because of the precarious fluid pressures in the brain, clamping is never done. Again, per the nurses, the natus system has a stop-cock, (no reflex valve) and it was noted that air can go lower than the stop-cock which is closer to the patient. Registered nurses (rns) are concerned that once the air goes below the stopcock, it could continue to go down the tubing and to the patient. Complicating this picture is the fact that when the physician orders a change in the desired pressure, this requires the nurses to raise or lower the drain collection bag, and this causes air in the drainage tube to move either up or down in the tubing. First incident, (B)(6): this incident report states that there was noted to be air in the external ventricular drain (evd) system. This gentleman had a massive stroke from uncontrolled high blood pressure, was later declared brain dead, and passed away. As far as we know, air never did get to the patient, and the issue of air in the drainage tubing did not cause harm to the patient. Second incident, (B)(6): this incident report states that the rn noted a backflow of air into the main line of the evd; the line was then clamped to avoid having the air reach the patient. This gentleman also had a bad stroke from uncontrolled high bp, he required intubation for his altered mental status, and then acquired pneumonia, possibly from aspiration. He also had a history of a-fib. He coded and died days after in the hospital. As far as we know, air never did get to the patient, and the issue of air in the drainage tubing did not cause harm to the patient.